Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: hospital staff states that during ventilation, tf9957 showed on the display and could not be cleared, ventilation continued, but patient was removed and placed on another device. The event was sent to the facilities risk management office. Biomed cannot duplicate the issue.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: hospital staff states that during ventilation, tf9957 showed on the display and could not be cleared, ventilation continued, but patient was removed and placed on another device. The event was sent to the facilities risk management office. Biomed cannot duplicate the issue.